Event description:
Paramedics were using the device to monitor a pt during transport to the hosp. Reportedly, the intensity of the crt display of pt ECG would face in and out.

Manufacturer narrative:
The local factory svc rep examined the device and observed the display intensity fade in and out. The svc rep replaced the device sys pcb assembly. The device was retested and proper operation observed, through full performance and functional testing. The device was returned to the facility for use. The replaced assembly was evaluated by the factory. An incomplete solder connection was determined between the sys pcb assembly ground and the mounted anode power supply ground. Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional information on this event to FDA.